Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for stent fracture for this product family, regardless of patient outcome. The device involved in this event was not returned. It was confirmed that the stent was destroyed by the customer and therefore is not available for evaluation. With the info provided, a document based investigation was carried out. A review of the manufacturing records for the biliary stent device of lot c935205 did not reveal any discrepancy related to the complaint issue. As the complaint is not available for evaluation and the conditions of use cannot be replicated in a lab setting, it is not possible to conclusively determine the root cause for this complaint at this time. However, the most probably root cause is user error, as further info received stated that the device was loaded on the guiding catheter even though the stent was broken. The complaint was confirmed based on the customer's testimony. As per instructions for use, the user is instructed to: "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". The instructions also state that "care must be exercised when straightening the pigtail curls" in order to avoid kinking or breaking the stent." Prior to distribution, all zimmon biliary stent devices are subjected to 100% inspection to ensure device integrity. The incident occurred prior to patient contact. It was confirmed that the procedure was successfully completed with another stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent fractured while being loaded onto a guiding catheter. The product could no longer be used and was destroyed by customer. The procedure was completed with another stent. The incident occurred prior to patient contact.